Event description:
A report was received that the patient was having difficulty charging her ipg. The patient will undergo a revision as the physician has decided to replace the ipg.

Event description:
A report was received that the patient was having difficulty charging her ipg. The patient will undergo a revision as the physician has decided to replace the ipg.

Manufacturer narrative:
Device analysis did not confirm the complaint. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate, which is within the expected range. Device exhibits normal charging and discharging characteristics.